Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 397 mg/dl. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer performed a supply change and delivered a correction bolus via pump to address bg level. A system check was performed and pump functions as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.